Manufacturer narrative:
The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube lip. The insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm noted during testing. All currents are in specification. The insulin pump was monitored in oven at 50c for 3 days, no blank display noted. No moisture damage found on electronic assembly and battery tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's mother reported that the insulin pump had blank display. The customer's blood glucose was 513 mg/dl at the time of incident. The customer's blood glucose was 147 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the insulin did exit and the insulin pump did not alarm no delivery during fixed prime after disconnecting and reconnecting the tubing and reservoir. The customer's mother stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's mother stated that the battery compartment and spring were neither damaged nor corroded. The customer's mother stated that the display did not return. The insulin pump will be returned for analysis.